Manufacturer narrative:
The manufacturer received a complaint alleging balloon entrapment and balloon damage during retrieval from a stented vascular segment. No patient injury was reported. The complaint device was not returned for evaluation. Manufacturing records and retained sample testing from the same lot were reviewed and did not identify evidence of a manufacturing-related deficiency. Simulated-use testing did not reproduce the reported damage. Based on the available information, the event was most likely associated with mechanical interaction between the balloon and the implanted stent during retrieval under challenging anatomical and procedural conditions. The event is being reported as a malfunction. However, the exact root cause could not be conclusively established. Further investigation will be conducted under the internal qms, including initiation of a CAPA, to assess potential contributing factors and prevent recurrence.

Event description:
The client reported an issue during post-dilatation of a stent in the brachiocephalic region using a 10 × 80 mm amethyst catheter introduced through a 9 fr sheath. During the procedure, the balloon became entrapped within the stent. This observation is supported by videos and images provided by the client, including intravascular imaging and post-procedure photographs showing the condition of the catheter. The entrapment resulted in difficult catheter retrieval, requiring repeated push / pull attempts before removal. Following retrieval, a string-like material was observed wrapped around the device. Based on the client's description and the supporting images, this material appears consistent with the balloon reinforcement fibers. The client also reported that the balloon exhibited very slow deflation. No patient injury or clinical complication was reported. According to the client, the patient was doing well following the procedure. According to the information provided by the client, the procedure was performed using a medtronic abre¿ 14 × 80 mm self-expanding stent (lot: c239246), a 0.035" cordis aquatrack¿ hydrophilic nitinol guidewire (lot: 82318346), and a 9 fr introducer sheath.